Manufacturer narrative:
(B)(4). Eval results and conclusions: (pre-operative ruptured aneurysm), (endoleak), (stent graft was implanted for the treatment of a pre-operatively ruptured aneurysm).

Event description:
A talent stent graft sys was implanted in a pt for the emergent endovascular treatment of a pre-operatively ruptured penetrating aortic ulcer. Vessel morphology including ulcer size and aorta diameter are unk. The talent tf2626 was implanted distally and the talent tf3434 sys was inserted into the ascending aorta and was inadvertently implanted higher than intended. The physician pulled the graft cover too much and the 3rd and fourth stent rings were deployed before the physician intended. The distal edge of tf3434 was barely overlapping/connected into the tf2626. The physician adjusted the position of the implanted tf3434 by balloon, moving the stent graft toward the target position. After adjustment of tf3434, there were no endoleaks present and the procedure was completed and the pt was closed. Just after the procedure/operation, the pt's blood pressure dropped. The dsa revealed that there was a junction type iii endoleak between the two devices. The physician implanted another MFR's 28mm stent graft between the two devices at the junction and the endoleak was resolved. (MFR 2953200-2011-00082 - 2953200-2011-00083). No additional clinical sequelae were reported.